Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been rec'd. A supplemental report will be submitted if the device is rec'd.

Event description:
It was reported that the pump battery has been depleting quickly. When the pump reached 20 percent battery life, it shut off and restarted. The pump was charged back to full battery and it was noted that half the screen was no longer functional. There was no impact to the customer's blood glucose level.